Manufacturer narrative:
According to the report, "surgeon attempted to place voc into a tight ij [internal jugular]. Placed introducer and voc on back table and noticed the "marker ring" was detached. Opened second voc box, case uneventful after voc change out." Additional information stated "this was the surgeon's first hero graft implant. After multiple attempts to advance the voc through the peel away sheath with no success, he pulled the voc out of the sheath and noticed the marker band had "become dislodged and was hanging on the end of the voc." The procedure was slightly prolonged and no impact was reported to the patient. A cryolife representative was present for the procedure and indicated the following: "the procedure was a right side placement; wire placement over an existing catheter. The surgeon used cryolife dilators and worked up to 20f; he used all to dilate downstream into vessel. Both the long and short introducer sheaths were used during placement of the first voc. The surgeon placed the short introducer sheath "deep," meaning the tabs were skin level. The surgeon tried to place the voc three to five times, 3 or 4 inches past the distal tip. When the voc was removed, the representative was not sure if the marker band was on the sheath, but he did see it loose on the table and it appeared to still be intact, ring-shaped, and not distorted. The representative discussed with the surgeon to use a balloon if the second voc couldn't get in. The vocs were placed under fluoroscopy. The surgeon used a clockwise twisting motion, advanced to end of sheath, and tabs didn't need to be removed to remove the voc. The same accessory component kit was used to implant the second voc. The long introducer sheath was not used during the second successful implant. The procedure was prolonged approximately 15 to 20 minutes with the attempts. Multiple contact attempts were made to obtain the device for return and evaluation; however, the hospital responded that the device would not be returned. The manufacturing records for lot h15vc017 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The root cause of the reported event is unknown. The device was not returned to cryolife for evaluation of a possible failure mode. The IFU provides the following instructions: "do not place the hero graft in the same vessel as a catheter, defibrillator, or pacemaker lead," "insert the short 20f introducer from the accessory component kit over the guidewire. The long 20f introducer may be used if needed for atypical accesses. Use of the shorter introducer may help prevent kinking since it cannot be advanced as far into the vessel. Advance the dilator and sheath together over the guidewire into the vessel using a twisting motion. Do not insert the sheath/dilator too far. The tabs must extend well outside the body," and "if resistance is felt, determine the cause before continuing to advance the venous outflow component. Keep the sheath straight to prevent it from kinking. If the sheath is bent, remove it and replace it with a new short 20f sheath. To ease insertion into the sheath, apply sterile surgical lubricant to the exterior surface of the venous outflow component."

Event description:
According to the report, "surgeon attempted to place voc into a tight ij [internal jugular]. Placed introducer and voc on back table and noticed the "marker ring" was detached. Opened second voc box, case uneventful after voc change out." Additional information stated "this was the surgeon's first hero graft implant. After multiple attempts to advance the voc through the peel away sheath with no success, he pulled the voc out of the sheath and noticed the marker band had "become dislodged and was hanging on the end of the voc." The procedure was slightly prolonged and no impact was reported to the patient.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "surgeon attempted to place voc into a tight ij [internal jugular]. Placed introducer and voc on back table and noticed the "marker ring" was detached. Opened second voc box, case uneventful after voc change out." Additional information stated "this was the surgeon's first hero graft implant. After multiple attempts to advance the voc through the peel away sheath with no success, he pulled the voc out of the sheath and noticed the marker band had "become dislodged and was hanging on the end of the voc." The procedure was slightly prolonged and no impact was reported to the patient.